Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged groshong distal connector is confirmed and was determined to be use related. One 4 fr s/l groshong nxt clearvue catheter, one disassembled 4 fr two-piece connector, one unopened statlock stabilization device, one 14 ga bbraun introducer neelde, and one detachable suture wing was returned for evaluation. Two photos of a groshong catheter and a distal connector piece was returned for evaluation. An initial visual observation showed some use residues throughout the returned two-piece connector and catheter. Nothing remarkable was observed along the returned catheter. The clear oversleeve portion of the distal connector piece was observed to have a small, longitudinal split at the distal end of the oversleeve. The first returned photo was observed to have the proximal end of a groshong catheter with someone holding the distal connector piece. The distal connector piece appeared to have some deformation at the distal end of the clear oversleeve portion. Nothing remarkable was observed regarding the groshong catheter. The second photo is of the distal connector piece with a split at the distal end of the clear oversleeve. The top of a pair of scissors is observed in the second photo. A microscopic observation revealed sharp fracture edges at the split in the clear oversleeve. The split exhibited some striations along the fracture surface. The split was observed to have characteristics of sharp instrument damage. Because the device was observed to have damage from a sharp instrument, the complaint of a damaged groshong distal connector is confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, 2 catheters were found to be completely broken prior to use on the patient. Additional information received: it was reported the catheter did not have any holes or breaks and there was no harm to the patient. It was reported this occurred with two devices however the customer only returned one device for evaluation. This report addresses the first occurrence and returned device. 4/17/2024 - the connector piece returned for evaluation exhibited a longitudinal split.